Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation for serial number (B)(4) it was identified the mechanism assembly, ultrasonic sensor, and processor board did not match mechanism assembly, ultrasonic sensor, and processor board recorded in the device history record or service history record (DHR/shr). It has been determined the mechanism assembly found in this pump was supposed to be in pump serial number (B)(4). This is an indication that the assemblies were not original to the device and was installed outside the factory, an operation that is not permitted. It was also determined that the processor board found in this pump was originally installed into device serial number (B)(4). It is unknown which device the ultrasonic sensor was originally installed in. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.